Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unable to lock p-cap into place and unable to perform displacement test due to missing retainer ring. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, detached retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained serial label, cosmetic damage was confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl.troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was returned for analysis.